Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the left side of the innominate vein, the pta balloon allegedly ruptured at 10atm. During retraction of the balloon catheter through the 6fr sheath, the tip of the balloon detached from the catheter and remained in the patient. Reportedly, the health care provider (hcp) attempted to use a covered stent to pin the balloon segment to the vessel wall but was unsuccessful because the detached segment had been pushed into a branch further down the left arm. Reportedly, the hcp decided to leave the balloon segment in the patient. Patient complained of shortness of breath post procedure and was transferred to local hospital to be treated.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: a circumferential break was noted to the outer catheter and inner polyimide, approximately 7.0cm proximal from the glue joint. The segment of the device containing the hubs and proximal end of the catheter was not returned. The inner polyimide extended distally from the glue joint to a circumferential break, 11.5cm from the glue joint. The proximal end of the balloon was attached to the glue joint as expected. However a compound balloon rupture in the balloon was noted 4.3cm from the glue joint. The distal end of the balloon and the distal tip of the device were detached and not returned. The inner polyimide was kinked throughout, and the distal marker band was detached and not returned with the device. The edges of the rupture and catheter breaks were examined under magnification (10x) and were found to be jagged. The outer catheter at the glue joint was found to be slightly bunched, possibly due to retraction issues. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: a segment of the device was returned. The device is confirmed for both catheter and balloon detachment as the proximal end of the catheter, and distal end of the balloon were detached and not returned for evaluation. Additionally, the investigation is confirmed for a detached marker band. The balloon was examined and a compound rupture was noted in the balloon segment that was returned. Additionally, the investigation is confirmed for the reported retraction issues, as the device exhibited signs of retraction difficulty (e.g. Kinks inner polyimide, detached distal tip, bunching in outer catheter). It is likely that retraction issues or rupture contributed to the identified detachments. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. - do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: - if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the left side of the innominate vein, the pta balloon allegedly ruptured at 10atm. During retraction of the balloon catheter through the 6fr sheath, the tip of the balloon detached from the catheter and remained in the patient. Reportedly, the health care provider (hcp) attempted to use a covered stent to pin the balloon segment to the vessel wall but was unsuccessful because the detached segment had been pushed into a branch further down the left arm. Reportedly, the hcp decided to leave the balloon segment in the patient. Patient complained of shortness of breath post procedure and was transferred to local hospital to be treated.